Event description:
It was reported that the customer received low insulin alerts on (B)(6) 2015. On (B)(6) 2015, the customer received an empty cartridge alarm. Reportedly, the last time the customer changed the cartridge was on (B)(6) 2015. The customer was admitted into the hospital on (B)(6) 2015 at noon for an elevated blood glucose level (500+ mg/dl) with ketones and was released on (B)(6) 2015 at 6:30 pm. The customer was treated with intravenous insulin and ...

Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.